Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the savvy long otw pta catheter product that is in the us. The pro code and 510 k number for the savvy long otw pta catheter product is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an arterial stenosis predilation of the lower extremities, after the guide wire was passed through the lesion, evident resistance was felt when flushing the balloon. It was further reported that the balloon was allegedly cannot be withdrawn along the guidewire after deflation. Reportedly, the balloon was retrieved together with the guidewire as one unit. There was no reported patient injury.

Event description:
It was reported that during an arterial stenosis predilation of the lower extremities, after the guide wire was passed through the lesion, evident resistance was felt when flushing the balloon. It was further reported that the balloon was allegedly cannot be withdrawn along the guidewire after deflation. Reportedly, the balloon was retrieved together with the guidewire as one unit. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the savvy long otw pta catheter product that is in the us. The pro code and 510 k number for the savvy long otw pta catheter product is identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. The inner exhibited damage - bunching, flattened and was kinked. The inner was bunched from a point just distal to the strain relief for a length of 180mm. The inner was flattened and bunched within the balloon length with the proximal marker band positioned 12mm outside the balloon. A kink was observed 15mm from the proximal cone. A 0.014" guidewire of length 3.5 meters was returned lodged within the device. A length of 2.1 meters was present outside the hub. The proximal end was located 6mm from the proximal balloon cone. The device could not be flushed due to the guidewire lodged within the device lumen. An attempt was made to try and remove the guidewire was unsuccessful. A 8mm floppy section of a 0.014" guidewire was stuck within in the inner of the balloon area. Three images were also provided for review. The review did not provide any additional evidence over the evaluation of the returned device. The communications stated that the patient anatomy path was curved. The result of the investigation is inconclusive for the reported difficulty to flush issue and confirmed for reported difficulty to remove issue. The root cause for the reported balloon material rupture issue could not be determined based upon the available information received from the field communications, device evaluation and image review. Labeling review: the instruction for use for this bantam otw device was reviewed and the following sections are applicable. Indications: the bantam¿ pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Use the catheter prior to the ¿use by¿ date specified on the package. Do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. This catheter is not recommended for pressure measurement or fluid injection. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. Before removing catheter from sheath it is very important that the balloon is completely deflated and all contrast media completely evacuated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Directions for use: inspection and preparation: if any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%) attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. Turn the stopcock off and maintain the vacuum in the balloon. Purge the catheter guidewire lumen thoroughly. Reinserting the balloon into the protective sheath may damage the balloon or catheter. Insertion and inflation: note: do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. Enter the vessel percutaneously using the standard seldinger technique over the appropriate guidewire for the size catheter being used. Advance the catheter across the lesion with fluoroscopic guidance using accepted percutaneous transluminal angioplasty technique and inflate the balloon to the appropriate pressure. Do not exceed the rated burst pressure. Deflation and withdrawal: deflate the balloon by drawing a vacuum with a 20 ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50 ml syringe is recommended. Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. D4 (expiration date: 12/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.